Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a magnetic resonance imaging (MRI) scan the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited asystole. Technical services (ts) reviewed and there was no evidence that an agent programmed the device into the respective orders for the MRI scan; however, the procedure was performed and the asystole was noted. This device remains in service. No adverse patient effects were reported.